Event description:
User called into emergency support program (esp) line to request support with a catheter restriction alarm that occured during use of intra aortic balloon pump on patient. There was a kink in the catheter. The esp personel had reviewed and discussed the troubleshooting steps to the user. The user performed troubleshooting steps which resolved the alarm and therapy was resumed. No harm or injury reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).